Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to verify missing segments/partial display due to blank flashing display anomaly. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was not working anymore. The insulin pump fell off a counter. It had been beeping for the last 3 hours. It had a white screen. The display was also flashing. The customer¿s blood glucose level was between 120 mg/dl to 150 mg/dl. Troubleshooting was performed. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.